Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract."

Event description:
Reported as: "lapband erosion."